Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultramini was broken into pieces. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt, since the medical affairs specialist (mas) was unable to reach the pt by phone. The pt reported that on two days earlier, the subject meter was run over by a car and broke into pieces. As a result, the pt indicated she was unable to test her blood glucose. The pt denied taking any action regarding her diabetes treatment; however, she reported having "low symptoms" after the incident occurred. On an unspecified date/time, the pt tested on her neighbor's non-lfs meter and reportedly obtained a reading of "63 mg/dl." The pt denied receiving medical intervention. Replacement products were sent to the pt. This complaint is being reported because the pt claims, she was unable to test her blood glucose due to the reported issue and reportedly developed hypoglycemic symptoms after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.